Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the power turned on, but the light did not turn on, even after changing the lamp. The issue was found during a diagnostic otorhinolaryngology procedure that was completed with a change in procedure / surgical technique. There were no reports of patient harm.